Event description:
It was reported that the patient was pacemaker dependent. It was noted that the pacemaker was explanted and replaced as it is subject to the assurity, endurity inhomogeneous epoxy mixing field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was discharged following the procedure.

Manufacturer narrative:
Correction: section g2 - report source - distributor should also have been selected.